Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest discomfort. The patient saw their cardiologist and it was noted that the right ventricular (rv) lead had "garbage build-up". The lead remains in use. No further patient complications have been reported as a result of this event.